Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rtsa procedure, the tip of the medium driver shaft, ar-9545-t15-02, broke off in the head of the peripheral screw. As the surgeon was inserting the screw, the tip of the sheared off within the screw head and became stuck. Attempts were made to retrieve with various forms of pliers. Ultimately, the surgeon was not able to retrieve the tip and the remaining end of the driver and the screw head were ground down with a diamond tip burr. Care was taken to ensure that the remaining screw was not proud of the baseplate so that glenosphere insertion and the taper engagement were not affected. Screw part number: ar-9145-30 / lot: 18.00834.

Manufacturer narrative:
Complaint confirmed, the drive was found to be missing the distal end and to be twisted. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device. It was reported a torque indicating adapter was not used with this device, which is recommended to prevent over-torquing that can lead to driver damage.